Event description:
It was reported to nova biomedical that a consumer experienced an episode of passing out that was possibly a hypoglycemic event. The consumer could not remember any insulin administration amounts or food intake prior to the event. The consumer did report, when he woke up he did perform a blood glucose test getting a result of 68 and had had emergent food intake to raise his blood glucose level. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer could not perform any control solution testing while on the line with customer service because he didn't have anymore test strips. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval. The test strips will not be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.